Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had turned off without a warning alarm. The battery cap was okay, there was no visible damage. The customer's blood glucose level was unknown. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. Low battery alarm and power error alarm are confirmed in the long trace file. Detailed trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The pump was monitored for a day and no unexpected powering off or blank display noted. Pump received with scratched case, serial number label fading, pillowing keypad overlay, and minor scratched lcd window.